Event description:
Patient was in ventricular fibrillation his defibrillator didn't respond because the patient had a fine v-fib. The patient expired at his residence. The patient had their device implanted 5 years ago at another facility; he was followed by the device clinic. The md has reviewed the interrogation and escalated to the engineers for additional review and f/u with (B)(6). Per electrophysiologist: "looking at his tracings the most likely explanation is that his under sensed rhythms were secondary loss of voltage secondary to the end stages of cardiac failure given prior normal lead measurements."